Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hsk-3038 seal did not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet. We will continue to pursue the receipt of the device for investigation. A supplemental report will be sent when the device is received. (B)(4).